Manufacturer narrative:
Detailed analysis is currently being performed on this device. Upon completion, this report will be updated.

Event description:
--

Manufacturer narrative:
--

Event description:
Boston scientific received information that at the attempted implant of this device, it displayed a fault error code indicating a shortened lead condition. It is believed that the subcutaneous array lead is fractured. Boston scientific technical services (ts) was consulted and said do not use this device, as therapy cannot be confirmed due to the error code. The device was removed and sent back for analysis, and the lead was surgically abandoned and replaced. To date, no additional adverse patient effects have been reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection noted an arc mark on the front side of the device on the device casing. Analysis revealed that the device memory does display a shock into shorted lead fault which occurred on the day of the implant. An x-ray was taken which confirms that the plasma fuse remains intact. Analysis concludes that the damage found was induced and occurred during the attempted implant procedure as a result of shocking into a shorted lead condition.